Event description:
The manufacturer's representative reported that the patient presented to the emergency room one day postop pump replacement with psychotic symptoms and had significant weight loss over the next two weeks. The patient has continued to have unk psychiatric complications. The pump contained compounded morphine 50 mg/ml at a rate of 6.3 mg/day. Prior to pump replacement, the patient had been mentally stable and had been reaching efficacy from the intrathecal medication. The patient's spouse reported that the patient had experienced an adverse reaction to anesthesia following previous surgery; recovering approximately 4 days later. The patient was taken to surgery for revision of the 45 degree pump connector; specific issue related to the connector was not reported. Since the replacement, the patient is experiencing good relief and has been doing well.

Manufacturer narrative:
Manufacturer's assessment: the report of psychotic symptoms do not seem to correlate with a pump connector issue. Typically, connection issues result in underdose symptoms rather than the reported overdose symptoms.